Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: a temporal relationship exists between ccpd therapy utilizing a hospital provided cycler and the patient¿s death. In the absence of the required information, the root cause of this patient¿s death cannot be determined. It is well known the esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Regardless, the liberty select cycler cannot be excluded as a root cause or contributor to this patient¿s adverse event as the required information remains unknown. Based on the available information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse events.

Event description:
On 5/aug/2022, a registered nurse reported to fresenius customer service this peritoneal dialysis patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler expired on the machine. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Multiple attempts were made to acquire further details concerning this patient¿s expiration; however, no additional information was obtained. In the intake, it was stated the patient expired on (B)(6) 2022 while hospitalized and on the machine, presumably a hospital provided pd cycler (unknown brand or model). Specific patient demographics, cause of death and the events surrounding this event were not reported and remain unknown.

Manufacturer narrative:
Correction provided in g4. Additional information provided in d9 and h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with damage noted on the bottom cover. The cycler underwent and passed a system air leak test and valve actuation test. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler was able to complete the treatment without issues. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On 5/aug/2022, a registered nurse reported to fresenius customer service this peritoneal dialysis patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler expired on the machine. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Multiple attempts were made to acquire further details concerning this patient¿s expiration; however, no additional information was obtained. In the intake, it was stated the patient expired on (B)(6) 2022 while hospitalized and on the machine, presumably a hospital provided pd cycler (unknown brand or model). Specific patient demographics, cause of death and the events surrounding this event were not reported and remain unknown.

Event description:
On 5/aug/2022, a registered nurse reported to fresenius customer service this peritoneal dialysis patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler expired on the machine. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Multiple attempts were made to acquire further details concerning this patient¿s expiration; however, no additional information was obtained. In the intake, it was stated the patient expired on (B)(6) 2022 while hospitalized and on the machine, presumably a hospital provided pd cycler (unknown brand or model). Specific patient demographics, cause of death and the events surrounding this event were not reported and remain unknown.